Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase negative staphylococci (1cfu/100ml). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the device and conformed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three times of surveillance culturing conducted by the user facility, following microbes were detected from the subject device.. [1st time] ((B)(6) 2018) the sample collected from the device: unspecified microbes. (The number of microbes is unknown.) [2nd time] ((B)(6) 2018) . The sample collected from all channels: unspecified microbes. (The number of microbes is unknown.) [3rd time]((B)(6) 2018). Air/water channel: unspecified microbes (>334cfu/100ml). Auxiliary water channel: unspecified microbes (>334cfu/100ml). Suction channel: unspecified microbes (>223cfu/100ml). Instrument channel: unspecified microbes (>200cfu/100ml). The device had been reprocessed with non-olympus automated endoscope reprocessor soluscope serie 4 using peracetic acid. There was no report of infection associated with this report.